Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they dropped the insulin pump. Customer stated there was an alarm present, but the alarm could not be cleared due to a blank display. The customer's blood glucose was unknown. The customer stated they were calling back after receiving a replacement battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.